Manufacturer narrative:
Completion of service pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service technician replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem. Final checkout was performed with no fault recurrence reported.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator stopped and alarmed and displayed a vent inop data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. During initial evaluation, the manufacturers service engineer was unable to duplicate the reported problem. Completion of device evaluation and service is pending.